Event description:
Phrenic nerve palsy was noted 43 seconds into the second ablation in the rspv and the ablation was immediately stopped. The phrenic nerve was still paralyzed at the end of the procedure.

Manufacturer narrative:
The device is not available for investigation. It was discarded after the procedure since no malfunction occurred during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.